Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the battery holder opened and exposed the battery inside. No patient harm reported. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2:foreign-canada. This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation as documented in the product retrieval task. The device could not be visually inspected in an effort to confirm the defect. Device history record review was performed. Device was 18 months old and is not out of box failure. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.